Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. During unpacking of a 10.0x60x135 cm express ld vascular stent for a procedure in the arteria subclavia, it was noticed that there was kink marks found in the stent. No patient complications were reported as the device did not inserted to the patient. The procedure was completed with another of the same device. The patient was stable post procedure. It was further reported the stent delivery system was the component that was deformed. The inner pouch was not compromised.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual and microscopic examination was performed on the returned device. The delivery system was returned for analysis. The stent was returned fully mounted onto the delivery system. A visual and microscopic examination was performed on the returned delivery system. No damage or any issues were noted with the tip or markerbands of the device. A visual and tactile examination identified one severe kink and stretching damage at the proximal balloon bond on the catheter of the device approximately 1267mm distal to strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the catheter that could have contributed to the damage identified. A visual and microscopic examination was performed on the balloon material. The balloon was tightly folded and had not been subjected to positive pressure. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination was performed on the stent. The stent was noted to be fully crimped onto the delivery system. A small compression or indent was noted on the crimped stent approximately 5mm distal to proximal markerband. This damage is consistent with excessive force being applied to the delivery system. No issues were noted with the stent that could have contributed to the damage identified. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 10.0x60x135 cm express ld vascular stent for a procedure in the arteria subclavia, it was noticed that there was kink marks found in the stent. No patient complications were reported as the device did not inserted to the patient. The procedure was completed with another of the same device. The patient was stable post procedure. It was further reported the stent delivery system was the component that was deformed. The inner pouch was not compromised.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. During unpacking of a 10.0x60x135 cm express ld vascular stent for a procedure in the arteria subclavia, it was noticed that there was kink marks found in the stent. No patient complications were reported as the device did not inserted to the patient. The procedure was completed with another of the same device. The patient was stable post procedure.